Event description:
It was reported that the patient presented at the emergency room after experiencing syncopal episodes. Upon review of the remote transmission, the clinician noticed a couple of noise reversion episodes store on the implantable cardioverter defibrillator (ICD) that seemed to coincide with the fainting. Noise reversion seemed to have been triggered by what looked like external electromagnetic interference (emi). The noise observed looked like 60 hz frequency noise typically associated with plugs in wall outlets. The clinician planned to discuss possible sources of the emi with the patient. The patient was to continue being monitored. The patient was stable.

Manufacturer narrative:
Correction: section b1 "adverse event" & b2 " required intervention" should have been selected.